Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient was transported via ambulance to the hospital after losing consciousness. Patient reported he passed out after eating dinner and does not remember much about the event. Patient reported having cognitive changes, difficulty speaking and memory loss. Patient reported being diagnosed with a stroke due to his diabetes. Patient reported on average his blood glucose (bg) levels are around 160 mg/dl. The patient is unsure of what bg levels were at time of loss of consciousness and stroke, therefore it is unknown if bg levels were a direct contributing factor to his stroke and loss of consciousness. Patient could not recall what medications he was given while hospitalized. He reported the pod was removed by the ambulance personal and discarded. Patient was discharged after 9 days.